Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 599 mg/dl. The customer delivered a correction bolus to address the elevated bg. The customer changed supplies to address the issue.